Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an initial left knee arthroplasty on an unknown date in 1993. Subsequently, patient was revised on (B)(6) 2015 due to loose femoral component. All components were removed and replaced with competitor products.